Event description:
Home patient (hp) contacted baxter's techical service center (tsc) regarding a "system error 2240" alarm that sounded during dwell 3/3 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp's pet cat jumped onto the heater bag causing it to become disconnected from the supply line of the homechoice set. Tsc assisted hp in ending treatment early, and advised hp to complete the hp's therapy via manual exchanges. No patient injury or medical intervention was associated with this incident per hp's significant other.